Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance, the patient experienced atrial fibrillation. During revision the atrial lead had insulation damage distal to suture sleeve. The lead was explanted and replaced successfully.